Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of " about 15 days ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a customer whose adc freestyle libre reader casing was cracked due to dropping it on the ground, and subsequently was unable to obtain readings. The customer experienced symptoms of sweating, tremors, and subsequently lost consciousness. The customer was treated with sugar water by her husband. There was no report of death or permanent injury associated with this event.